Event description:
The bowl grasper instrument was returned but no reason for the return was provided. There were no missing pieces or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. No reason for return was provided so the complaint cannot be confirmed or denied. Engineering's observations not reported by site were tube damage and a broken housing. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a couple of pieces missing roughly .675 and 1 above the snake wrist. The housing had three snaptabs and two locating pins completely broken off. One side of the housing could be lifted up as a result of the damage. Evidence not conclusive, but the tube and housing damage are likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.